Manufacturer narrative:
The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the permanent cautery hook (pch) instrument would not cauterize. The procedure was completed with a backup instrument, with no reports of patient injury.